Event description:
The customer claims that the pt was able to detach the sensor belt and alarm did not sound. The pt fell out of the wheelchair but received no serious injury. The customer has tested the alarm with other hook and loop belts, and the alarm appears to work fine.

Manufacturer narrative:
(B)(4). (Alarm, failure to). Product has been requested to be returned, but has not been received. (B)(4).